Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). No lot number was reported. Additional information obtained form a teleflex representative indicates the re-turned sample is the correct iabc for this complaint. Returned for investigation was 50cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc outer lumen and central lumen was noted at ap-proximately 69.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at ap-proximately 70cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "not being able to visualize radiopaque marker on xray" is not able to be confirmed. The returned intra-aortic balloon catheter (iabc) passed visual test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "needed to be repositioned over multiple attempts due to not being able tovisualize radiopaque marker on xray". No patient injury or consequence reported. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "needed to be repositioned over multipleattempts due to not being able tovisualize radiopaque marker on xray". No patient injury or consequence reported. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).